Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was not set to magnetic resonance imaging (MRI) mode during the MRI procedure. The rest of the system was MRI compatible.

Manufacturer narrative:
Correction: section d6a - the date of implant should have been (B)(6) 2024.

Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that the implantable cardioverter defibrillator (ICD) was noted to be in backup vvi with no backup defibrillation operation (bdfo) after a magnetic resonance imaging (MRI) procedure. A device download was performed successfully. The patient was being monitored. The patient was stable before, during and after the intervention.